Event description:
During placement of two iliac artery stents, the second stent slipped partially off this balloon during placement. No further treatment was required and the procedure was completed at that time. There were no patient complications involved. The device was destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to expand another manufacturer's stent in the vasculature. This is non-indicated use of this device. Directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the balloon dilatation catheter are also indicated for deployment of the devices and the device balloon-expandable stents for the biliary system... Any use for procedures other than those indicated in these instructions is not recommended."